Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Some struts are bent outwards. Microscopic inspection of the exposed balloon surface showed stent imprints, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The complaint device was introduced into the patients body but was not able to pass through a proximal stent. After device withdrawal the proximal edge of the stent was found deformed. Another stent was opened and passed straight through with no problems.